Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with a prostyle device. The suture of a new prostyle device were successfully pre-placed. When attempting to pre-place the sutures of an additional prostyle, a suture break occurred outside of the patient anatomy when holding the suture with the forceps. The suture of another new prostyle device were successfully pre-placed. The sheath was upsized to a 16f sheath, and the evar procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. Prostyle device(s) were also used in the left common femoral artery and hemostasis was successfully achieved with the prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.